Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysgeusia ("I had metal taste in my mouth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation ("migration /perforation") and perforation ("migration /perforation"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I have had 2 pulled in 2 years") and experienced dysgeusia ("I had metal taste in my mouth"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and tooth extraction outcome was unknown and the dysgeusia had resolved. The reporter considered device dislocation, dysgeusia, medical device removal, perforation and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. New event migration /perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration /perforation') and device dislocation ('migration /perforation') in a 42-year-old female patient who had essure (batch no. 624482,624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain and uterine bleeding. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced dysgeusia ("I had metal taste in my mouth") and underwent tooth extraction ("I have had 2 pulled in 2 years"). The patient was treated with surgery (essure removed). At the time of the report, the dysgeusia had resolved and the tooth extraction outcome was unknown. The reporter considered device dislocation, dysgeusia, perforation and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received new reporter information lot no was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I have had 2 pulled in 2 years") and experienced dysgeusia ("I had metal taste in my mouth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and tooth extraction outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia, medical device removal and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I have had 2 pulled in 2 years") and experienced dysgeusia ("I had metal taste in my mouth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and tooth extraction outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia, medical device removal and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Event tooth pulled added. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('migration/perforation') and device dislocation ('migration/perforation'). In a 42-year-old female patient who had essure (batch no. 624482,624480), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: pelvic pain and uterine bleeding. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced dysgeusia ("I had metal taste in my mouth") and underwent tooth extraction ("I have had (B)(6) pulled in (B)(6) years"). The patient was treated with surgery (essure removed). At the time of the report, the dysgeusia had resolved. And the tooth extraction outcome was unknown. The reporter considered device dislocation, dysgeusia, perforation and tooth extraction to be related to essure. Lot number#: 624480, manufacture date: 2007-05, expiration date: 2009-04; lot number#: 624482, manufacture date: 2007-05, expiration date: 2009-04. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.